Event description:
After stryker drain was in pt for 72 hours - nursing staff tried to remove drain but were not successful. Physician then tried to remove drain adn it broke off. X-ray taken to identify broken piece. Pt then taken back to surgery to remove remaining drain.